Event description:
Bayer case number: (B)(4). Pain on the left side around the pelvis [pelvic pain female]. In the process of surgically removing the essure implant, the pain/ discomfort increasing [procedural pain]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain on the left side around the pelvis") in a 47 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Medical conditions: other products: no. In 2010, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required) and procedural pain ("in the process of surgically removing the essure implant, the pain/ discomfort increasing"). The patient was treated with surgery (surgical removal of essure). Essure was removed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to pelvic pain or procedural pain. The reporter commented: (essure) expiry date: unknown. (Pain on the left side around the pelvis) were the symptoms treated?: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.